Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), inflammation ("after 5 years, inflammation started showing up everywhere"), breast inflammation ("chronic background inflammation in my breasts") and hair growth abnormal ("my stylish confirmed my hair growing back super fast since essur removal"). Essure was removed. At the time of the report, the medical device removal, inflammation and breast inflammation outcome was unknown and the hair growth abnormal was resolving. The reporter provided no causality assessment for hair growth abnormal with essure. The reporter considered breast inflammation, inflammation and medical device removal to be related to essure. Injuries reported in this case, the following my stylish confirmed my hair growing back super fast since essur removal were reported via social media. Most recent follow-up information incorporated above includes: on 30-oct-2018: content from plaintiff fact sheet. New event my stylish confirmed my hair growing back super fast and essur removal were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced inflammation ("after 5 years, inflammation started showing up everywhere"), breast inflammation ("chronic background inflammation in my breasts") and hair growth abnormal ("my stylish confirmed my hair growing back super fast since essur removal"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, inflammation and breast inflammation outcome was unknown and the hair growth abnormal was resolving. The reporter provided no causality assessment for hair growth abnormal with essure. The reporter considered breast inflammation, inflammation and medical device removal to be related to essure. Injuries reported in this case, the following my stylish confirmed my hair growing back super fast since essur removal were reported via social media: quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.